Manufacturer narrative:
(B)(4). A field service representative (fsr) replaced the air heater and the air heater fan/gasket assembly to resolve the issue, and inspected the imx to verify instrument performance. The imx operation manual was found to contain adequate information on hazards, and contains information on precautions imx operators should follow to prevent injury. This section includes an emergency shutdown procedure, precautions and limitations information, and information on handling liquid waste and handling imx spills. A complaint search of the imx service history found no additional customer complaints for imx (B)(4) have been initiated since the fsr replaced the imx air heater and fan gasket assembly. A review of quality metrics did not identify any adverse trends due to the issue being evaluated. The safety hazards memo was found to contain information noting abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against electrical shock or burn, excessive temperature, and spread of fire from the equipment. Based on the available information and this evaluation, no deficiency was identified for the imx analyzer list number 08389-01 related to the issue under evaluation. This is the final report.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.

Event description:
The customer stated there was a burning smell coming from inside the imx analyzer and smoke was observed coming out of the air heater grill. Upon investigation, it was noted that the heater was burnt out and the air heater fan was not working. There were no injuries reported due to this issue.